Event description:
This lead was implanted on (B)(6) 1999 and remains implanted up to this date. A call to technical services on 3/26/2013 indicated this lead is suspected for atrial lead fracture. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).